Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.